Event description:
It was reported via repair work order that the fowler would not lower electrically due to a motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would not lower due to a motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found that the fowler was able to be lowered manually via the CPR release, therefore the fowler was able to reach its low, flat height, which is the preferred position for emergency medical intervention. This issue is not likely to cause or contribute to serious injury or death if it were to recur.